Event description:
Patient reported the infusion device displayed an alarm that could not be cleared due to "frozen" buttons. Patient removed the battery for 10 minutes and then reinserted it. The infusion device continued to alarm, and the check button would not respond and the up button was "sticking". The infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.